Manufacturer narrative:
D9 - date returned to manufacturer: 9/24/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "travel coarse error" in the ehl, but this error was unable to be duplicated in service. The cause of the customer reported problem was the worn drive train components. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the drive train assembly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error (b1023962). There was no patient involvement.